Event description:
It was reported that two overload fault messages happened on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified, based on review of the logs. Cleaned and greased hv cables. The system was tested and found to be working as intended and placed back into service.